Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon reported that the image displayed from a 30 degrees endoscope plus was always 90 degrees out. Surgeon stated when she would flip the scope from up to down, it would stop halfway through its travel. Customer tried to move it manually, and it felt forced, and they could not correct the angle of the scope. The surgeon replaced the endoscope and it worked fine and was used for the rest of the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested that the customer return the endoscope for failure analysis. The procedure was completed as planned with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. The endoscope was received with camera instrument adapter bearing damage/friction. The cable integrity had visual damage on zone a. There was a desiccant container damage or loose desiccant balls noted. Laser marking on housing damage/markings on housing: nose housing- main housing was observed. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields not available. Because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.